Event description:
It was reported that the 9600 + system c-arm would not rotate while setting up for case. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the motor shear pin. The system was tested and found to be working as intended and placed back into service.